Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record, patient was revised to address wear of articular bearing surface of internal prosthetic. Revision notes reported that there was extensive heterotopic ossification, evidence of the effects of extensive metal debris with gray appearance to the tissues. As expected in the area of the calcar, extensive gray colored debris was noted. After the acetabular metal liner was removed, there was an area posterior superiorly where it appears most of the wear had occurred. Clinical visits reported pain, metallosis, limited mobility, locking sensation in both hips and findings consistent with alval. Laboratory result for cobalt-chromium shows elevated metal ion level. Doi: (B)(6) 2009 - dor: (B)(6) 2018 (left hip). Please see (B)(4) for the right hip.